Event description:
The manufacturer received information alleging a bipap device was not providing the adequate oxygen. The patient was admitted to the hospital on (B)(6) 2021 for respiratory failure. The patient was released from the hospital on (B)(6) 2021 and later expired on (B)(6) 2021. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging device was not providing the adequate oxygen related to a bipap device's sound abatement foam. The patient was admitted to the hospital on (B)(6) 2021 for respiratory failure. The patient was released from the hospital on (B)(6) 2021 and later expired on (B)(6) 2021. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, follow-up report will be filed. Section h7, h9 and section h6 updated in this report.